Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that the stent had moved 13mm distally on the balloon. The stent also has raised struts at the distal edge. The balloon and tip sections of the device had no issues noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The device was also returned with the pigtail mandrel inserted and a blue non-bsc stent protector attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, when the nurse was pulling the sheath cover out from a 4.00x20mm promus element stent, the stent slipped off the balloon. This is a new stent that was just taken out from the packaging. The procedure was completed with another same size promus element stent. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that prior to a coronary artery stenting treatment procedure, when the nurse was pulling the sheath cover out from a 4.00x20mm promus element stent, the stent slipped off the balloon. This is a new stent that was just taken out from the packaging. The procedure was completed with another same size promus element stent. No patient complications were reported and the patient condition was stable.